Manufacturer narrative:
An investigation was performed. No product product was identified. Based on the information and data provided it is likely the discrepancy alleged by the customer is due to the differences in technology and/or samples near the limit of detection (lod) of the test. -- (B)(4).

Manufacturer narrative:
(B)(6). A customer from (B)(6) alleged discrepant results for several patients while using the cobas c6800/8800 sars-cov-2 assay. 11 patient samples initially generated weak positive results but were negative when retested on a different platform. An investigation has been initiated and is ongoing. (B)(4)

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from (B)(6) alleged discrepant results for several patients while using the cobas c6800/8800 sars-cov-2 assay. None of the initial results were released, accordingly, 1 MDR will be filed to address the customer issue. No harm was alleged. 11 patient samples generated weak positive results with late CT values over 30. All samples were repeated on a different platform and generated negative results. Only the negative results were released and there is no further information available regarding patient status. An investigation has been initiated and is ongoing.